Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient reported that there were several power switching alarm within a week.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The reported event was confirmed via review of the controller log files, which revealed several power switching events involving (B)(4). The logs also indicated a critical battery alarm involving (B)(4) on power port one (1) and (B)(4) on power port two (2). The critical battery alarm was triggered by (B)(4) on power port one (1). The observations noted during the log file analysis are the result of a communication error between controller and batteries. The data file also showed a gap in the data of approximately twenty (20) minutes as opposed to fifteen (15) minutes, (from 18:23:59 to 18:43:02, on (B)(6) 2016). This implies that both power sources to the controller were disconnected. At the time of the loss of power, battery (B)(4) was connected to power port one (1) and had ninety-seven percent (97%) charge capacity. Battery (B)(4) was connected to port two (2) and had ninety percent (90%) capacity; the active power source was battery (B)(4) on power port two (2). This observation is not related to the reported event. The premature switching events were most likely caused by a communication error between the controller and batteries or normal patient usage behavior. Note: the controller received had not been upgraded to smr. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.